Manufacturer narrative:
(B)(4). The internal defibrillation spoons were not returned with the device. Physio-control evaluated the device but could not verify the reported issue of the device not charging and delivering defibrillation energy. Proper device operation was observed through functional and performance testing. Unrelated repairs were performed and the device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that the service led on their device had illuminated. They later confirmed that the service led had illuminated when they used the device with internal defibrillation spoons to treat a patient. The device would not deliver a defibrillation shock. A backup device was available within a few seconds and the patient was defibrillated successfully. During device evaluation, physio-control observed that the device had logged an event code into its memory. There was patient use associate with the reported event however, there was no adverse patient outcome.